Event description:
It was reported that inappropriate auto mode switch episodes due to far r-wave oversensing were observed. The patient was asymptomatic. Programming changes were made. Patient was stable post programming changes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in a patient with an implantable pacemaker, there were inappropriate auto mode switch episodes due to far field oversensing. Programming changes were made. Patient was stable post programming changes.